Event description:
Event description guidant received information that this pacemaker, which is part of an advisory population regarding the hermetic seal component, exhibited advisory behavior by pacing at the maximum sensor rate of 120ppm with the accelerometer feature turned on. When the accelerometer feature is turned off, the pace rate resumes to the programmed lower rate limit of 60ppm. The patient was noted as asymptomatic.